Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the rep, during implant procedure, right after tunnelling, a microsensor would not zero and "csf wouldn't flow freely." Another microsensor was used to complete the procedure. There were no reports of delays or adverse consequences.

Manufacturer narrative:
The microsensor was returned and evaluated by the supplier. A review of quality records for this component was performed and it was found that the sensor met all manufacturing and quality testing/inspection specifications. A review of the finished good manufacturing records could not be performed, as the lot number was not provided. Evaluation of the returned component found no visible damage to the sensor, sensor catheter or connector. The device passed electronice, noise, and signal drift tests. Internal calibration and linearity/hysteresis tests were omitted due to the condition of the valve as received. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional investigation into the device was performed on the returned device. The catheter was then evaluated for flow. The catheter section was connected to 10ml syringe with distilled water. Syringe was pressurized using minimal pressure, fluid was observed flowing out of catheter proximal end. Based on evaluation of the device, the catheter functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.